Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
An additional information was received that the patients ipg was not repositioned.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.